Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 07-aug-2018. On investigation, the pump powered on with a dim, faded, discolored display screen. Investigation duplicated the complaint.